Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The care giver stated that while in therapy the patient pulled their transfer set out near their titanium cap. Global technical service clarified it was pieces of the catheter connector of the transfer set that pulled apart. The care giver was not sure if the homechoice alarmed before the system error 2367. The technical service representative assisted care giver with clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.